Event description:
Information received from the field does not address the patient's clinical status but notes that a routine trans- telephonic check revealed two intervals showing ar events with an ar interval of 280ms. The atrial pacing following these ar events was delivered about 50 ms late, resulting in an atrial rate of 57 ppm for both instances. The pro- grammed base rate was 60 ppm and the av/pv delays were both 175ms. The patient will be monitored.